Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support regarding insulin set changes and expressed concern about wasting insulin when not using all insulin within three days, and also reported intermittent low glucose events which the user attributed to the ilet delivering too much insulin despite pausing insulin for exercise and performing factory resets. Symptoms included low blood glucose requiring treatment with oral glucose. Outcomes included a low-glucose event without hospitalization. Troubleshooting and education were completed, including guidance on changing cartridges and general use. Investigation included a review of the reported hypoglycemia and user practices. Investigation of this case revealed that the cause of the lows remained unclear, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.